Manufacturer narrative:
The field service representative found the tubing was compromised. He flushed the tubing with a bleach solution and performed checks. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t gen5 results for 1 patient sample on a cobas e 801 module. The initial result was 511 ng/l. The result was repeated due to it being a critical result. The repeated result was 22.1 ng/l. The repeated result of 22.1 ng/l was believed to be correct. The sample was repeated on another e801 module and the result was 21.9 ng/l.

Manufacturer narrative:
The reagent lot number is 688151 with an expiration date of 30-apr-2024. The investigation is ongoing.